Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. A review of the device history record of the product code/lot# combination was conducted with no findings related to the reported event. One 6fr angio-seal vip device was returned for product evaluation. The returned sample included the hemostasis sheath, carrier tube, and packaging. Visual inspection was performed. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned separated. The carrier tube was returned in the fully rear-locked position with its contents deployed and with the suture cut. The hemostasis sheath was found to have had the bypass tube left inserted in the hemostatic valve. No damage to either component was identified. The complaint was able to be confirmed. The exact root cause cannot be determined. The likely cause was determined to have been lateral movement/off-axis loading of the carrier tube hub while rear-locking the device. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Event description:
The user facility reported that the inner piece of the angio-seal device that contains the plug got stuck and the doctor was unable to detach it from the rest of the device. The doctor ended up cutting the bottom off. Additional information was received on (B)(6): the procedure being performed was a right and left heart catheterization using a 6fr sheath. A pre-deployment angiogram was performed. There were no issues with insertion, however they were unable to withdrawal, so the doctor had to cut the bottom part off in order to remove the angio-seal. The patient was stable. Hemostasis was obtained, post procedural distal pulses were normal and there were no known complications. Hemostasis was successfully achieved by the device.

Manufacturer narrative:
Patient identifier: requested, not provided. Ethnicity: requested, not provided. Race: requested, not provided. Explanted date: device was not explanted. Occupation: registered radiologic technologist. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.